Event description:
I bought two flowflex covid19 tests from a pharmacy in (B)(6) today. I opened the first test and discovered that the extraction buffer tube was empty and had no seal on it. It did not appear to have been tampered with; it just looked like an empty tube was included with the test. I opened the second test and everything was correct, including the extraction buffer tube. FDA safety report ID# (B)(4).